Event description:
It was reported that the right ventricular lead had low impedance values and higher thresholds than in the past. The lead also had a possible insulation breach. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed. The proximal conductor was fractured. All conductors had blood/body fluid (not obstructed). The outer insulation was breached (clavicle-rib crush). The inner tubing was kinked/buckled and torn. The outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism. The lead was stretched.